Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post lead implant procedure, undersensing on the right ventricular lead was observed. Device interrogation noted increase in ventricular capture threshold and decrease in r-wave amplitude, indicating lead micro dislodgement. Lead was repositioned successfully on (B)(6) 2019. Patient was stable.